Manufacturer narrative:
The actual product sample was not returned for evaluation: however, sample photos were provided for observation and the incident was not confirmed. The device history record was reviewed for lot number ac9029081 of the manufactured unit. The lot met all manufacturing process and quality specifications prior to release. The lot met the process specifications. No rework or special conditions were reported. No root cause was established for the reported event and the incident was not confirmed. Also, the particles reported are white in color and our back table cover (btc) is blue. All information reasonably known as of 30aug2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by o&m halyard, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to o&m halyard, inc. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
It was reported that product is leaving loose fibers in the patient's eyes and on the sterile field. Additional information was received that states on (B)(6) 2019 two additional patients were for loose fibers in the patient's eyes. The issue of linting was first discovered after completion of the cataract procedure, when the patients returned the next day for a scheduled follow up appointment. Lint was discovered in the eye and the physician performed a 2nd irrigation. No additional information was provided.

Manufacturer narrative:
The actual product sample was not available or returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. All information reasonably known as of 01jul2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that product is leaving loose fibers in the patient's eyes and on the sterile field. Additional information was received that states on 06jun2019 two additional patients were for loose fibers in the patient's eyes. The issue of linting was first discovered after completion of the cataract procedure, when the patients returned the next day for a scheduled follow up appointment. Lint was discovered in the eye and the physician performed a 2nd irrigation. No additional information was provided.